Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a spacer placed utilizing lps components. Was some concern of persistent infection as femoral sleeve was not ingrown. All components removed with infection cleared confirmed with labs, visual examination and 3 negative frozen sections. Distal femoral replacement implanted. It was also indicated that there was loosening on the uncemented femoral component . Doi: (B)(6) 2019; dor: (B)(6) 2020; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.